Manufacturer narrative:
Other: (B)(4) adverse incident report reference no (B)(4); submitted to (B)(4) by the physician. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a prolapse procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cage was unable to catch the dart. During insertion, the suture dart detached and stuck in the tissue of the patient and could not be recovered and removed as it was not possible to locate the dart. Reportedly, the dart measures 3mm x 1mm. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.